Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Date of event, corrected data: the supplemental MDR #1 inadvertently did not update the event date since the suspect device was updated to the generator. Date of event was related to implant surgery. Date received by manufacturer, corrected data: the supplemental MDR #1 inadvertently reported this date incorrectly. It should have been 07/02/2014.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Corrected data: new information corrects the suspect device. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was reported that the vns patient was experiencing high impedance with diagnostics results showing lead impedance > 10,000 on (B)(6) 2014. The high impedance is not related to the generator replacement procedure which occurred on (B)(6) 2013 as pre-implant and post-implant diagnostics showed lead impedance within normal limits. The neurologist noted that the patient is very young and active. The device was programmed to 0ma output current, and surgery to replace the device is likely but has not occurred to date. Review of the lead device history records confirmed all quality tests were passed prior to distribution. X-rays were provided to the manufacturer for evaluation. Based on the x-rays received, the cause for the high impedance cannot be determined. The lead pin could not be confirmed to be fully inserted, which may be a potential cause of the high impedance. There was nothing to suggest there was any damage to the generator or lead. The entire lead was not visible on x-rays and therefore continuity in the portions of the lead that were not able to be assessed cannot be confirmed.

Event description:
It was reported that x-rays were repeated and will be sent to manufacturer for review because lead revision is being considered. It was reported that device diagnostics performed at the generator replacement in (B)(6) 2013 were within normal limits. Review of the x-rays showed that the lead connector pin was not fully inserted into the generator header. There was no discontinuities identified on the portion of the lead that could be visualized. A portion of the lead was behind the generator and could not be assessed. A lead pin connection problem is suspected. Surgical intervention is planned, but has not occurred to date.

Event description:
Exploratory surgery is likely to resolve the high impedance. Surgical intervention has not occurred to date.

Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2014. The surgeon re-inserted the lead pin and tightened the setscrew and the high impedance subsequently resolved.